Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03582 and 2134265-2016-03583. It was reported that no flow occurred. The target lesion was located in the left anterior descending artery. A 3.00mmx20mm and two 2.50mmx38mm promus premier¿ drug-eluting stents were implanted in the lesion; however there was no outflow. The final pictures revealed that about half of the lad had flown. No further patient complications were reported and the patient's status was stable but being held over the weekend as a precaution in case the stents close.